Event description:
It was reported the stimloc support clip did not fit during a deep brain stimulation (dbs) lead operation. It was noted the operation was performed using a titanium plate on the other side instead of a stimloc.

Manufacturer narrative:
(B)(4).